Event description:
It was reported that during an a-fib procedure, a pericardial effusion occurred. The physician was creating a mitral annulus isthmus line and increased power to 40 w on thermocool catheter to achieve a bidirectional block. Two minutes after the ablation, it was noted that the patient's blood pressure dropped and a pericardial effusion was confirmed by the soundstar catheter. A pericardiocentesis was performed and about 1300ml of blood were drained from the pericardial sac. The patient was stabilized and transferred to ICU (intensive care unit) for closer observation. Physician's opinion regarding the causality of this event was classified as procedure related. The patient was fully recovered.

Manufacturer narrative:
Analysis will not be performed since the devices were disposed. Concomitant products: carto 3 system us: catalog # fg540000, (B)(4). Stockert 70 system us: catalog #: s7001, (B)(4). Cool flow pump us: catalog #: cfp002, (B)(4). Soundstar us catalog #: sndstr10, lot #: s1063213. (B)(4).